Event description:
The wearable was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. A nordic bluetooth pairing test was performed and passed. Performance data was reviewed and as previously reported, the allegation was confirmed. The probable cause is phone connected to external audio output device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a hypoglycemic event. Around 8:00 pm, the patient took out the garbage and then came back inside to the couch. She then became unresponsive, and ems was called. The patient reported that prior to this, her cgm was reading 130 mg/dl and she never received an alert that her blood glucose (bg) level had dropped (low threshold was set for 80 mg/dl). No bg meter comparison value was taken. Once ems arrived, the patient¿s bg meter reading was low (less than 40 mg/dl), which was reported to be under 25 mg/dl. She was treated with intravenous (IV) glucose. She regained consciousness after approximately 5 minutes after receiving treatment. The patient refused to be taken to the hospital by ems. The patient remained home and monitored her bg level every hour by fingerstick. Ems also advised the patient to eat and she was given some fast-acting insulin. It was approximately 45 minutes after she regained consciousness that ems left. The following day, the patient reported to be shaky but okay. At the time of report, the patient was lethargic. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is phone connected to external audio output device. No additional patient or event information is available.